Manufacturer narrative:
Results: the indigo system separator 8 (sep8) distal tip of the core wire was fractured off distal to the bulb, approximately 149.5 cm from the proximal end. The bulb was shaved off by penumbra investigators for further evaluation. Conclusions: evaluation of the returned device revealed that the atraumatic distal tip of the sep8 was fractured off. This type of damage likely occurred from improper continuous use of the sep8 after the atraumatic distal tip folded over itself. Improper use of the device may cause the core wire to fatigue, and eventually fracture. Further use of the device after the core wire fractured likely caused the platinum wire to fracture, which allowed the entire distal atraumatic tip to detach from the sep8. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system separator 8 (sep8). During the procedure, the tip of the sep8 broke off in the patient while in use with the indigo system aspiration catheter 8 (cat8). The physician decided to leave the tip of the sep8 within the patient and to secure it using another manufacturer''s stent. The procedure was completed at this point. There was no report of an adverse effect to the patient.